Event description:
Allegedly, she was walking in (B)(6) alberta when the implant failed, causing her to sustain serious bodily injuries. Revision non confirms: product ID: pha06208 acetabular cup "procotyl® l"beaded coated s.48 group c, lot: 1536346, qty: 1. Product ID: pha04506 rim-lock biolox delta ceramic liner 32 group c, lot: 15011761570070, qty: 1. Product ID: prgl0003 profemur® gladiator® plasma stem sz 3, lot: 1560961, qty: 1. Product ID: 18080302 cancellous self-tapping 6.5mm bone screw 2.5cm length, lot: 15521171568961, qty: 1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.